Manufacturer narrative:
All information reasonably known as of 22 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 27jun2024, "this patients death was not related to the corflo tube breaking."

Event description:
It was reported, nasogastric (ng) tube was blocked. Attempted to unblock but tube broke in half inside the patient. A new ng tube was placed. Per additional information received on 19jun2024, ng was blocked on (B)(6) 2024 and efforts were made to unblock with a 20ml syringe using sodium bicarbonate solution (1 teaspoon of sodium bicarbonate mixed with 30mls of sterile water). A subsequent flush with 10mls of sterile water pooled in the patient¿s mouth. Ng removed. Ng had burst at 48cm (external tube markings at 57cm) with distal end of ng remaining inside the patient. Chest and abdominal x-ray followed by computed tomography (CT) thorax abdomen and pelvis to confirm location of the distal part of the ng. No other medical intervention as patient was too unwell for reasons unrelated to the ng. The patient died on (B)(6) 2024.

Manufacturer narrative:
H6: health effect - impact code: 4650 - appropriate term/code not available - death not related to reported adverse event. The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 25 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d4, h4, h6, h11. The device history record for lot 30235326 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Subject sample provided was evaluated confirming a ballooning area with tubing separated at approximately 42.5 cm from the base of the enfit connector. The distal portion of the tube was not returned. The root cause of the reported issue seems to be a use related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 25 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 09 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.